Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification and mild tortuosity. The ht balance middleweight (bmw) hydro guide wire did not cross the lesion and the coating came off of the tip and the wire lost it's tensile strength. There were no adverse patient effects reported; however, there is the potential some coating remained in the patient as it cannot be seen on fluoroscopy. There was no clinically significant delay in the procedure. Another guide wire was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with mild calcification and mild tortuosity. The ht balance middleweight (bmw) hydro guide wire did not cross the lesion and the coating came off of the tip and the wire lost it's tensile strength. There were no adverse patient effects reported; however, there is the potential some coating remained in the patient as it cannot be seen on fluoroscopy. There was no clinically significant delay in the procedure. Another guide wire was used to complete the procedure. Subsequent to the initially filed report, it was reported that the entire coil segment of the wire had separated from the core. This occurred when attempting to advance a balloon on the wire. There was no coating that separated from the device. No additional information was provided.

Manufacturer narrative:
A visual, functional, and dimensional analysis was performed on the returned device. The reported material separation was confirmed. The reported failure to advance and difficult to advance could not be tested as it was based on operational context. The reported material too soft / flexible could not be tested due to the device condition. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. In this case, it was reported that a balloon had difficulty during advancement over the guide wire, resulting in the coils separating. Factors that may contribute to difficulty advancing the balloon catheter over the wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. Based on the information provided, and the condition of the returned device, a conclusive cause for the reported failure to advance and difficult to advance cannot be determined. Additionally, it is likely that manipulation of the wire, when resistance was encountered, contributed to the coil separation. Separated coils would impact the stability and rigidity of the wire, likely resulting in the reported lost tensile strength. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B1: correction: downgraded to malfunction. H1 - type of reportable event changed from serious injury to malfunction. H10: health effect - clinical code: 2687 removed; 2199 added. H10: health effect - impact code 4614 removed; 4582 added. H10: medical device problem code 1454 removed; 1562, 2920 added.